Manufacturer narrative:
Concomitant medical products: dtba1qq crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead exhibited high threshold. The leads were explanted and replaced during a routine generator change procedure. No patient complications have been reported as a result of this event.